Event description:
International affiliate reported that the device was placed and an attempt to milk the device was not successful. The device did not drain the waste fluid. The device was exchanged. No adverse event was noted.